Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was exchanged for suspected thrombus. The patient was noted to be coagulopathic with positive pf4 but sra negative. A clot was noted in the la per an echocardiogram and also minimal flow was being ejected from the pump. It was noted that the lv was unable to be unloaded with increasing pump speed and clinically the patient was not improving. The pump will be sent back for eval.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.